Event description:
Cardizem IV infusing. A potassium infusion was piggybacked along with cardizem. Cardizem bag was lowered and potassium bag was plugged into tubing above the pump. Approximately 1 1/2 hrs later both bags were noted to be empty. Despite proper settings. Pt with stable vital signs).